Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin irritation under all three therapy electrode pads. The patient reported having had the irritation for a couple months and reported that the skin appeared black, burned, and dry with no broken skin. The patient reported that the skin under the front therapy electrode, was starting to crack. The patient's doctor advised her to apply moisturizer to the skin. Follow-up indicated that the moisturizer was helping the skin.